Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider's office (hcp) on june 3, 2020. They reported that the physician follow up was sent to was no longer at the clinic; they hadn't been there for 6 years. No symptoms were reported. No further complications were reported or anticipated.

Event description:
Additional information was received from the consumer family member/friend on (B)(6). When the patient weight was reported, they also wrote down the patient¿s implant date of (B)(6) on the paper with no context. The individual who filled out the inquiry reported that ¿no,¿ they had not yet scheduled when the device would be removed. In response to the inquiry for what the circumstances were that had led to the device not working for 3-4 years, it was reported that they were not sure if anyone knew. In response to the inquiry for what steps had been taken to resolve the device not working for 3-4 years, if the device not working for 3-4 years had resolved and if not what actions had been taken or planned to resolve it, it was reported for both inquiries: ¿none.¿ the health care physician (hcp) name was also mentioned and it was noted that the patient was 90 and neededhelp getting around and that the patient had stated at their age they were not worried about it. There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. In response to the inquiry for if the patient had scheduled when the device would be removed the patient replied ¿none.¿ in response to the inquiry for what the circumstances were that led to the device not working for 3-4 years the patient reported that it ¿just quit working.¿ it was noted on the patient letter also that the patient¿s weight currently (at the time the letter was being filled out) was 37 pounds less than the patient¿s weight at the time that the device quit working. In response to the inquiry for what steps had been taken to resolve the device not working for 3-4 years they replied ¿replaced battery,¿ and that the ¿good doctor told the patient that the machine¿ had not been ¿working,¿ and that it ¿would not be a bother.¿ in response to the inquiry of if the device not working for 3-4 years resolved and what further actions had been taken, they replied ¿none,¿ that the doctor really didn¿t seem concerned. The individual filling out the patient letter inquiry reported that the patient was (B)(6). [Customer quality notes that there was also a beginning of another sentence started on the letter however the letter was received ripped and it was not legible.] The individual continued on the next line that the patient could not remember a lot and that even though the device was not working, the good doctor told the patient that their device and ¿she¿ would not harm anything. It was noted that the doctor at the facility they had gone to would not do an MRI.

Event description:
Additional information was received from a consumer. It was reported that the device was no longer working for a long time, 2-3 years. There were no patient complications reported as a result of this event.

Manufacturer narrative:
B3: date is 2-4 years ago, but otherwise unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is an estimated approximate date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the device has not worked in 3-4 years. The caller said the patient has been turned down for medical procedures because of the device. The caller said the patient most recently turned down for a MRI. The caller mentioned he thinks the device was experimental. The caller said the physician who they were seeing regarding the device closed the clinic and did not notify them. Patient services reviewed options to have the device removed and offered additional healthcare professional listing. The caller said the patient is not able to have surgery due to her age. It was recommended that they follow up with a healthcare professional. No further patient complications are anticipated or expected as a result of this event.